Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was reported as due to urinary tract infection. The patient was not hospitalized for the event. The day prior to receipt of this report, the patient was treated with vancomycin 2 gm (route, duration and frequency not reported). The same day as receipt of this report, the patient began ceftazidime 1 gm (route and frequency not reported) for cloudy effluent. Antibiotic treatment with ceftazidime was ongoing. At the time of this report the cloudy effluent was resolving. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.